Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Customer continued to use pump for insulin therapy.